Event description:
It was reported that the display on the left monitor of the 9800 system is split. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Seated/locked the interconnect cable at the mainframe end. The system was tested and found to be working as intended, and placed back into service.